Event description:
It was reported that the pump was explanted several months ago due to infection. The entire system was explanted. A new pump was implanted on (B)(6) 2012. It was noted "the patient is now receiving effective therapy once again.' The pump was delivering hydromorphone. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Hcp reported the origin of the issue was the patient had a fall. The patient was hurt and it caused a wound that turned into cellulitis. The patient experienced redness at the pump site and pustular wound with exposure of hardware; the wound opened. A wound culture revealed "rare coagulase (B)(6)". Per hcp, the pump was explanted due to cellulitis and potential pump infection due to an open wound of the skin above the pump. An antibiotic was given during the procedure. The patient was given oral clindamycin for seven days post-op IV. It was also reported a culture was taken, showed no infection on pump. The patient was given oral medication until the pump was replaced. The patient outcome was noted as "good".

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).